Event description:
The facility's biomedical technician reported an infusion pump that was overinfusing, found during patient use with no patient injury or medical intervention. The facility reported the patient was receiving demerol from a pre-filled syringe and that the shift total showed 280mg were given, however, the patient had actually received 500mg during the shift.